Event description:
It was reported that during a procedure, a cardiac perforation was noted resulting in hypotension and pericardial effusion. A new lead was implanted successfully. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: b1: malfunction field should be selected.

Event description:
New information received notes that a negative current of injury was noted.